Manufacturer narrative:
(B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified left common femoral artery was attempted using a proglide device with an 8f sheath after a popliteal aneurysm interventional procedure. Reportedly, pulsatile blood flow was observed exiting the marker lumen after advancement into the artery. The lever was lifted and the proglide device retracted to feel tactile sensation of the foot against the artery but the blood flow at the marker lumen did not stop. After the proglide device was turned a little, the blood flow stopped. Needle deployment was successful; however, some resistance was felt during removal of the proglide device. After removal of the proglide device, the suture trimmer could not be advanced completely to the knot. The access site was widened with a clamp, without cutting the vessel, and attempt was made again to close the 8f hole and tightened the knot, but there was still some bleeding. Manual arterial compression was applied to achieve hemostasis. The physician believed that calcification might have hurt the access site of the vessel slightly when retracting the device. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned and visual and functional inspections were performed on the returned device. The reported difficult to remove device could not be replicated in a testing environment as it was based on circumstances of the procedure. The reported suture trimmer - accessory incompatible, was not confirmed. Failure to advance the knot could not be tested as the suture and knot were not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted that the proglide instructions for use (IFU) states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. It this case the removal against the resistance was most likely circumstance of the procedure. Reported patient effects of tissue damage (vascular injury) is listed in the proglide IFU as a potential adverse event. The investigation was unable to determine a conclusive cause for the reported difficulties; however the patient effect and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na.